Event description:
A malfunction was reported with pump displaying "malf 0" code, which was not resettable. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump and confirmed shipping details, advising the customer on necessary actions including putting the pump into storage mode and using an alternate mdi therapy until the replacement was received. The customer understood and followed the instructions to return the faulty pump within 10 days.